Event description:
The pt had the catheter inserted into the (rt) anticubital space and correct position in vein was verified by x-ray. During the second injection of antibiotics she experienced immediate pain & bruising in mid-upper rt arm. After discussion with the hosp and surgeon the catheter was removed. Inspection of the catheter showed an obvious defect where fluid leaked out causing the symptoms (bleb was noted on catheter). The situation was reported to bard who stated that they could not find any defects in the catheter. When asked to return the catheter they sent back a different catheter without the obvious bleb.